Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs wand, the wand gave an error code upon connection to the controller. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.